Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported "has a deformity and is in a lot of pain". Later healthcare professional reported "pain, discomfort and recall, prosthesis has been in recall". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "has a deformity and is in a lot of pain". This record is for the right side. Device status is implanted.

Manufacturer narrative:
Continued: e.1. State: rs phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability and recall.